Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2011. It was reported that during a stenting treatment procedure the device would not cross the lesion. Access was obtained via the brachial artery. The concentric target lesion being treated was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon catheter. The 24x2.75mm taxus liberte was advanced however it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A number of strut rows were misaligned. The midshaft and corewire was kinked at points along it's length. There was a kink in the hypotube 345mm distal to the catheter strain relief. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).